Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm bioprosthetic aortic valve was disabled after an implant duration of seven (7) years, twenty four (24) days due to prosthetic aortic valve stenosis. A 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. The patient was reported in hemodynamically stable condition. The patient is a (B)(6) female with a history of hypertrophic obstruction cardiomyopathy for which she underwent surgical septal myomectomy in 2004 as well as placement of an ICD and biventricular pacemaker. She has a history of atrial fibrillation and has undergone av nodal ablation. She was implanted with an ew valve in 2007. She did well and recently developed fatigue and dyspnea with minimal exertion. An echo revealed prosthetic valve stenosis with peak/mean gradients of 79/47 mmhg, respectively. Cardiac catheterization revealed no significant cad.